Event description:
The case was completed with radiofrequency (rf) and pulsed field ablation (pfa).

Manufacturer narrative:
B5: event description - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced thoracic pressure and chest pain which occurred one hour after an ablation procedure using the sphere-9 mapping and ablation catheter. Electrocardiogram testing revealed st-segment lowering in v2-v5. The chest pain was suspected to be pleuritic pain due to extensive ablation. Additional diagnostic tests included an echocardiogram, cardiac biomarkers, and coronary angiography. The patient was treated for chest pain with analgesia and intravenous narcotic pain medication. The patient's hospitalization was prolonged. The patient recovered and the event resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.